Event description:
See initial report.

Manufacturer narrative:
H10: through follow-up communication livanova learned that there was never an issue with the bubble sensor; it was input incorrectly in the event description. The issue was related only to flow sensor that did not read the flow. Flow sensor reading incorrectly is not likely to result in serious injury or death, since an incorrect flow measurement has no impact on actual blood flow and functionality of the pump is not impacted. Therefore, the event has been re-assessed as not reportable.

Manufacturer narrative:
Patient information was not provided. Model and serial number of the bubble sensor have not been provided yet. Therefore also the UDI in unknown. Model and serial number of the bubble sensor have not been provided yet. Therefore also the manufacturing date in unknown. Livanova deutschland manufactures the bubble sensor. The incident occurred in united states of america. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland has received a report that the bubble sensor malfunctioned and was not reading the forward flow during a procedure. There is no report of any patient injury.